Event description:
International customer reports that a pt presented with "an annoyance in the surgical wound." The surgeon reports an allergic reaction to the suture. The pt was prescribed unspecified medication and suture removal.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.